Event description:
Upon review of the event history log by baxter (B)(4) personnel, a colleague infusion pump was found with an air detected set alarm, which interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an out of calibration air in line (ail) printed circuit board (pcb). To correct the condition, the pump head module was replaced. If any additional information is received, a follow up MDR will be sent. Involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.